Event description:
Information received indicates the head section rose unintentionally.

Manufacturer narrative:
The technician found the head up switch on the side rail patient control assembly was stuck. The technician replaced the patient control assembly to repair the bed.